Event description:
Additional information received reported the patient lost 120 pounds and had issues with the implantable neurostimulator (ins) moving especially during recharge at the time of the report. The patient would stand, set the implantable neurostimulator recharger (insr) up with full coupling, sit, and everything would move. This occurred in (B)(6) 2015 and worsened in (B)(6) 2015. The patient was going to be getting an MRI of the head/brain, not related to the device therapy. Previously the patient did not have an MRI of the back and they had a CT milogram instead. This was also not related to the device therapy and was related to a rare disease the patient had.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3 9565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient was having trouble with the implant, with charging, and with changing settings. The patient wanted to speak with a manufacturer representative (rep). The patient asked if there was anything they could do without going to the healthcare provider (hcp). The patient lost 120 pounds and noticed the implantable neurostimulator (ins) was moving inside their body, especially when they were sitting down and it was getting worse. When the patient turned their body, the ins felt like it ¿flipped¿ and was not flat against the surface like it used to be. The patient hadn¿t seen an hcp for a long time because their pain had been well controlled. They hadn¿t discussed it with an hcp. The patient wanted to speak with the rep but wasn¿t sure where to start. When the hcp did the trial, the patient got more information from the rep than the hcp. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6)2017. It was reported that for about 3 years now the patient¿s back pain was getting worse. The implant was for their back and legs. Their back was getting so bad and they had no strength left in their hands. The patient was going to have an MRI but was not full body eligible. Inquiries were made about different stimulator models that were MRI eligible because the health care professional (hcp) told the patient that the MRI would ¿do them better¿ because of their severe back problems and because the patient could not go without the stimulator. It was reported that about 2 years ago the patient lost weight and the stimulator moved around in their body. The patient had told a representative about 1.5-3 months ago but then it was also reported to have been told to a representative in the middle of 2015. It was reported that the patient had another managing physician because their other physician would not do another surgery. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the patient was told not to worry and to adjust the changing unit as needed. No further complications were reported.